Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a mean pressure gradient of 4mmhg. During the preparation of the xtw clip, excessive bubbles were observed in the clip delivery system (cds) shaft. I was noted the bubbles were able to resolves with any further issues. The clip was then implanted. To further reduce mr, an ntw clip was inserted and deployed on the mitral valved, reducing mr to a grade of 2. However, the gradient increased to 10mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a mean pressure gradient of 4mmhg. During the preparation of the xtw clip, excessive bubbles were observed in the clip delivery system (cds) shaft. It was noted the bubbles were able to resolve without any further issue. The clip was then implanted. To further reduce mr, an ntw clip was inserted and deployed on the mitral valved, reducing mr to a grade of 2. However, the gradient increased to 10mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.